Event description:
The pump was replaced due to end of service. The pump site then became infected and was 'removed.' The pump had not yet been replaced. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
This report is being submitted following an internal audit.